Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a severely bent grip, causing misalignment of the grips. There was a 0.0550¿ offset at the tips. This causes the tips not to close all the way. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tips did not close all the way. A fragment fell into the patient and was not retrieved during procedure.